Manufacturer narrative:
Correction to the initial MDR in field h10. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1232. Serial: (B)(6). Batch: 587275.

Event description:
It was reported that the patient had inadequate stimulation due to lead migration which was confirmed through x-ray. The patient underwent an ipg and lead replacement procedure. It was unknown as to why the ipg was replaced. The patient was doing well postoperatively. The explanted devices were not released by the hospital.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6) , batch: (B)(6).

Event description:
It was reported that the patient had inadequate stimulation due to lead migration which was confirmed through x-ray. The patient underwent an ipg and lead replacement procedure. It was unknown as to why the ipg was replaced. The patient was doing well postoperatively. The explanted devices were not released by the hospital.